Event description:
Customer reported issues with the insulin pump. Customer states that the readings are low. The blood glucose reading is 182 mg/dl. The sensor and blood glucose readings are off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings also, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.